Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Electric toothbrush exploded when brushing teeth, toothbrush broke into small pieces, there was nothing left of it [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail 27-dec-2016 that his/her oral-b rechargeable toothbrush, version unknown exploded while he/she was brushing his/her teeth on (B)(6) 2016. The consumer reported the toothbrush broke into small pieces, and there was nothing left of it. The reporter stated the toothbrush was approximately under 3 years old. No symptoms developed. Concomitant product: oral-b brushheads, version unknown. On 28-dec-2016 received consumer's follow-up e-mail: the consumer reported the toothbrush was oral-b, and it had always been in its original charger. It had been kept in the bathroom mirror closet, was cleaned with a dry cloth, and had never been dropped. The consumer reported he/she no longer had the toothbrush because it broke into pieces. No symptoms developed.